Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that at the pump refill few weeks ago, there was more medication in the pump reservoir than what was expected. Specific amounts were not provided. The patient was sent for a dye and roller study on (B)(6) 2015 and no problems were found. At the subsequent pump refill the volumes were as expected. The patient started to hear what she thought was the pump critical alarm, beginning on (B)(6) 2015 and ending on (B)(6) 2015. Both the patient and her husband heard the sound when they were outside of their house in the yard. It was usually at one hour intervals but sometimes more frequent than that. Around this time the patient began experiencing sudden increased pain and nausea. The pump logs showed no alarm; there was nothing in the logs since the last refill and reprogramming on (B)(6) 2015. The patient's symptoms resolved and she no longer heard the alarm at the time of this report. The pump was delivering morphine (compounded) and baclofen (compounded). The cause of the event was not reported. If additional information is received, a follow-up report will be sent.